Event description:
The customer reported that there was a 'speaker malf' inop on the screen. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported there was a 'speaker malf' inop on the screen. This complaint is deemed reportable since philips does not have enough data to verify that there was no sound coming from the speaker. No pt harm was reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.